Event description:
When using the spyscope ds ii scope during the procedure, we lost the image. There was a loading image on the screen but the image never returned. After trouble shooting we switched out for another spyscope ds ii scope and were able to complete the procedure with out issues.